Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, it was difficult to insert the atrial lead into the pulse generator header. After applying mineral oil, the lead was inserted and secured. The device was successfully implanted.